Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that intra-aortic balloon pump (iabp) therapy was started on (B)(6) 2017. On (B)(6) 2017, the customer noted that the iabp shutdown while in use on a patient. The iabp was replaced with another iabp to continue therapy. No patient injury was reported.

Manufacturer narrative:
(B)(6)2017 05:42 pm (gmt-4:00) added by shareba andrews (pid-001008): the getinge field service engineer (fse) performed running test in the getinge office but the reported incident was not duplicated. The fse replaced power supply unit and power supply switch as a precaution. The fse performed running test without generating any problem. The iabp was put back into service for clinical use.

Event description:
The customer reported that intra-aortic balloon pump (iabp) therapy was started on (B)(6)2017. On (B)(6)2017, the customer noted that the iabp shutdown while in use on a patient. The iabp was replaced with another iabp to continue therapy. No patient injury was reported.